Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03284. The pt reported experiencing auto-reduction which resulted in ineffective stimulation. Follow-up identified an sjm representative was unable to resolve the issue with reprogramming. Additionally, lead diagnostics showed high impedance values for the pt's right scs lead (unk which lot #). The pt is to undergo to CT scan to determine what surgical intervention will be taken. Moreover, the scs ipg might be electively explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.